Event description:
This lead was explanted and replaced due to high thresholds and noise. Patient had a large jump in their bipolar pacing threshold, and was switched to unipolar in clinic to bring the amplitude down. Patient has also had their pvc count increase greatly over the past 24 hours. Noise on the channel was reported during clinic visit, potentially contributing to their pvc count.

Manufacturer narrative:
(B)(6) 2018 we were notified this lead was capped, not explanted. (B)(6) 2023 lead body was explanted on (B)(6) 2023.. Upon receipt, the lead under complaint was found cut 18 cm distal to the is-1 connector pin into two segments. The analysis showed that the distal end region was found covered in fibrotic growth and damaged, which is assumed to be the root cause of the clinical observations. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2018 we were notified this lead was capped, not explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.